Manufacturer narrative:
.

Event description:
It was reported that there was intermittent image loss during a case. This occurred three times over a few days. There was no patient injury of other adverse health consequence.